Event description:
Ir discharged to return to work two weeks post uae; however, patient unable to work secondary to pain in abdomen and pelvis. Obtained permission from another physician to extend recovery time. Recuperation took six weeks, not the two weeks she was told by the ir. Menstruation resumed then suddenly stopped followed by vaginal spotting. Menstruation irregular and more frequent with spotting in between since uae.